Event description:
The customer reported an alarm during normal use. Advised the customer that the insulin pump would be replaced. The reported blood glucose reading at the time of the call was 197 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a missing drive support disk.